Manufacturer narrative:
(B)(4). Batch # n5428d. The analysis results showed that one ecr60b cartridge reload was returned with 7 drivers missing making the reload non-functional. Although no conclusion could be reached on what caused the drivers to fall, it is possible that the package was not opened using the sterile technique resulting in the drivers dislodging from the reload. In addition, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during an unknown procedure, the device does not work. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.